Manufacturer narrative:
The lot number for the two reported malfunctions was not provided, therefore the lot history reviews could not be performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for the two malfunctions. The investigations for the two reported malfunctions are confirmed for perforation and tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced perforation and tilt. The information was received from various sources. Both malfunctions involved patients with no patient consequences. Of the two reported malfunctions, one patient is a (B)(6) male weighing (B)(6). The second patient is a (B)(6). The sex and weight of second patient is unknown.